Event description:
The physician attempted arteriotomy closure with the closer s 6 fr. Device after an interventional procedure. It was reported that prior to the insertion of the device, a small sized hematoma was noted at the arteriotomy site. During the insertion of the device, the physician encountered resistance and the pt complained of discomfort. Once the device was removed and the knot was being delivered to the arteriotomy site, it was reported that the suture with the knot pulled out. A 2mm piece of tissue was tightened on the knot. Manual compression was applied. The physician suspects that the tissue was part of vessel wall as it took one hour to achieve hemostasis. A pressure dressing was then applied. The pt remained hospitalized for four days because of "problem" with their renal arteries and for triple vessel coronary artery disease. Upon discharge, it was reported that the groin appeared "ok" and the hematoma resolved. There are no reports of any adverse pt sequelae.